Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The problem (popping sound to monitor, monitor will not power up) was confirmed. Upon evaluation the monitor would not power on. A root cause investigation is currently underway. A supplement report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted a territory manager to report that his monitor made a popping noise and was overheating. While visiting the pt, a pt service representative reported that the monitor would not power on. The pt was issued a replacement monitor.